Event description:
It was reported that during a da vinci-assisted surgical procedure, the cannula seal broke off while docking to the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that there was no patient harm as a result of the reported issue. The customer managed to complete the procedure by replacing the cannula seal.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer did not contact customer service to create RMA for reported accessory. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.